Manufacturer narrative:
Per tandem¿s t: flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer was using apidra insulin. Customer's blood glucose (bg) level was 530 mg/dl. The customer changed the cartridge, infusion set site/tubing, and corrected bg level.